Event description:
It was reported that the patient has been waking up with nausea and the patient inquired if there was a way to monitor if the heart rate is too slow at night. Further attempts to gain additional information were unsuccessful. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.